Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. "Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: impella cp with smartassist catheter insertion ¿impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), portable c-arm fluoroscopy, or chest x-ray can help confirm the position of the impella catheter after placement, these methods do not allow visualization of the entire catheter assembly and are inadequate for reliably placing the impella catheter across the aortic valve¿. Section: use of echocardiography for positioning of the impella catheter impella catheter inlet to the aorta ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ section: understanding and managing impella catheter position alarms ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿

Event description:
It was reported that a patient was implanted with an impella cp and exhibited access site bleeding. Hemostasis was achieved by repositioning the sheath. Support was continued. Also, there was low pump flow and the patient's plasma free hemoglobin spiked. The low pump flow error resolved without intervention. The patient then experienced mitral valve rupture. It is unclear if the rupture was a result of impella use or an acute myocardial infarction. Also, a bleed occurred which appeared to come from the impella sideport. Care was withdrawn and the patient expired.

Manufacturer narrative:
The investigation of heart valve damage, hemolysis, access site bleeding, and low pump flow has been completed. Heart valve damage: the root cause of the heart valve damage was not determined as limited clinical information related to failure was provided. Hemolysis: the returned product was inspected and there were no physical abnormalities related to hemolysis such as biomaterial wrapped around the impeller or damaged impeller blades. The data logs from the case do not show any motor current spikes or positioning issues. Clinical details note suction alarms pfhgb spiked to 300 but decreased to 13 within 24h. Clinical details do not confirm pump out of position. The pump was hemolysis tested and passed. The root cause of hemolysis was not determined as there were no data log abnormalities, abnormalities on returned product and pump passed hemolysis testing; limited clinical information was provided. Access site bleeding: ¿clinical mention a bleed with no apparent focus (large volume of bright red blood in the bed. The root cause of the access site bleeding was not determined as limited clinical information was provided. Low pump flow: the returned pump did not have any biomaterial or cannula kinks. The data logs confirm suction alarms. There were no motor current spikes or position related issues. Clinical mention suction alarms (diastolic) and this was associated with intravascular hypovolemia and sirs. The pump was tested in the lab and low pump flow did not reproduce. The root cause of the low pump flow was most likely patient condition as no log abnormalities were observed, no issues or reproduction on the returned product and clinical details mention suction was associated with intravascular hypovolemia and sirs. D9 device returned to manufacturer date added.